Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative that all leads were removed and the system was explanted secondary to infection. It was unknown if the generator was the cause. There were no additional adverse effects reported. The product was explanted.